Manufacturer narrative:
Updated fields- b4, d8, d9, g1(contact person- mfg site), g3, g6, h2, h3, h6 codes(investigation types, conclusion, findings, components), h11. No patient involvement and no harm reported. Fse replaced damaged lcd screen. Replaced 2 x damaged hinge covers. Replaced upper and lower display stickers. Equipment repaired successfully, and left in safe working order.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before service the getinge field service engineer (gfse) found that the cardiosave intra-aortic balloon pump (iabp) unit has screen damage. There was no patient involvement.